Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that patient stated their device was loose and hanging down. Patient called their rep when this happened. Patient does have a home care agency coming to assist them with this. Patient stated they weren't feeling good, they were in pain and they had a sore throat.